Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, the individual cassette package was allegedly found with the sterile wrapping opened. It was further reported that another device was used perform the procedure. There was no reported patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. A physical sample was not returned for evaluation, however, four electronic photos were provided for review. The first photo shows the device packaging with the label side up. It was noted that the entirety of the packaging cannot be seen, it is unknown whether the packaging is breached. Photo two, three, and four show the packaging being held together with a piece of tape. It is unknown when or why the tape was placed onto the packaging. Therefore, the investigation is inconclusive for the reported breach of sterile barrier based on the photo review. Per the reported event details, the product is received into the facility and processed from the edc in full packs and sent out in singles as requested. The product is stored at the facility either in a full box or singles and all product is wrapped in plastic to protect it from dust, etc. Although it is likely the storage practices at the facility may have contributed to the reported breach of sterile barrier, the definitive root cause could not be determined based upon the provided information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation for a biopsy, the individual cassette package was allegedly found with the sterile wrapping opened. It was further reported that another device was used to perform the procedure. There was no reported patient contact.